Event description:
It was reported by the patient that he was experiencing pain in 2005. In 2006, the patient followed up with the doctor due to a hole that had developed in his stomach area. The patient has had four pieces of sutures extrude from his abdomen, three of which he retained. Additionally, the patient states he still has two openings in his abdomen.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.